Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the ICD could not be interrogated. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a visual examination. A sparkover trace was detected on the ICD housing, which indicates a sparkover between the hv conductor of the lead and the ICD housing. In addition, abrasion traces were found on the ICD housing. The ICD then underwent an electrical examination. It confirmed the clinical observation, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage of the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and, in consequence, to a discharge of the battery and the resulting lack of interrogatibility of the ICD. Sparkover traces or short-circuits that could be related to the clinical observation were not found either within the ICD or the connection system. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the analysis of the ICD showed that a sparkover had occurred during a shock delivery between the lead and the ICD housing. As a result, the electronic module was damaged. This damage led to an increased current uptake and the observed lack of interrogability. This conclusion results from both the damage manifestation of the lead and the ICD housing, as well as the damaged final shock stage of the ICD. There were no indications of material defects or manufacturing errors for either the lead or the ICD.